Event description:
It was reported to philips the system was unable to start, stalling at 00:00. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) visited onsite and found system boot stalled at 00:00. After reviewing log file fse confirmed failed to initialize all grabber cards. The frame grabber captures the video from the allura system. Upon further troubleshooting, fse found that there was a poor connection in the power cable of the pc used to control the large screen monitor in the examination room. To resolve the issue, fse reconnected it. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.